Manufacturer narrative:
The pusher and introducer were returned for analysis; the implant was not returned. The pusher was sheathed in the introducer, but the device was not loaded into the dispenser hoop. The pusher was found without the implant attached. There was no indication of burn damage observed on the heater coil. The attachment monofilament was advanced out of the pusher for examination. The monofilament tip appeared flat at certain angles; however, with a stronger and higher resolution microscope, a stretched profile on the tip was seen. The introducer tip does not contain any notable damages. Based on the investigation findings and available information, the complaint is confirmed because the pusher was found without the implant and there was no evidence of a thermal detachment. The stretched attachment monofilament tip suggests that the implant most likely detached due to the implant experiencing over specification of pull force. The root cause of the force could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway.

Event description:
It was reported that during preparation, the embolization coil detached when put into saline solution. The device was not used in the patient.